Event description:
It was reported that atrial undersensing on a monitored episode could affect device function. It was reported that an atrial lead position check failure was noted. All atrial tachycardia/atrial fibrillation (at/af) therapies disabled. Low r waves were also noted on the right ventricular (rv) lead.  The right atrial (ra) lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.